Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula was bent within 3 or more hours after insertion at abdomen on (B)(6) 2025, which resulted in elevated blood glucose (500 mg/dl), therefore patient had received correction bolus via pump. The patient removed the pump and started using multiple daily injections (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.